Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned, analyzed and no anomalies were found. (B)(4) - the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed interference/noise with ventricular short interval count (v-sic) equal 34 counts, in 0.35 day, on (B)(6) 2011.

Event description:
It was reported the patient went to the emergency room due to feeling excessively tired and dizzy which were associated with no capture and no output with the right ventricular (rv) lead. It was found the rv lead was oversensing atrial pacing activity which resulted in the device having ventricular safety pacing. It was also reported the rv lead had high thresholds and the device had sensing difficulty. The rv lead pace/sense portion was capped and replaced with a new pace/sense lead and the high voltage portion of the rv lead remains in use. When the device was connected to the new rv pace/sense lead there was no pacing output. The device was explanted and replaced. No further patient complications have been reported as a result of this event.